Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal sheath was cut and was not waterproof; the connecting tube had coating peeling (more than 1 mm 2); the connecting tube was dented; the bending tube was dented; and the grip was deformed. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: a similar reported event at the same facility and with the same device was reported in the past (B)(6), and a similar complaint (B)(6) was initiated from another facility for the same device and reported incident. Conclusion: the root cause could not be identified. However, the issue was likely to have been caused by physical stress such as rubbing or hitting the insertion part; chemical stress due to reprocessing not recommended by the olympus operating manual; and stress caused by a poor storage environment (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). The IFU (operation manual) warns against applying external stress to the insertion site with the following contents: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that on (B)(6) 2023, during preparation for a diagnostic procedure, the evis lucera bronchovideoscope presented with leaks and tears at the leading edge. This event was not reportable. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified was june 1, 2023. During the evaluation of the device, it was noted that the coating on the insertion tube was peeled. This report is to capture the reportable malfunction of the peeled coating on the insertion tube noted at estimation.